Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen ankle was not deployed properly. There was no patient injury and/or medical or surgical intervention required. No blood loss was reported.

Event description:
Additional information was received on 19dec2024: hemostasis achieved with a second angio-seal. The procedure was a neurointerventional procedure using a 6 and 8 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was unknown if a pre-deployment angiogram was performed. The patient was stable. The system was not correctly deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and h6: health effect - impact code. The reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.